Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump lost and gained several minutes of time every day. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/26/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/28/2012 with the following findings: a timekeeping accuracy test was performed. After setting the time and date the battery was removed and the pump left without power for 1 hour. When the pump was rebooted, the time and date reset to the factory default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump was opened and the internal battery (bt1) was found to be leaking. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.